Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a "c-00, activation has been interrupted" error was displayed on the erbe. Intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed c-34 errors in the logs. The isi tse recommended rebooting the erbe and the customer stated they had already rebooted the erbe and da vinci system, but the error returned. The isi tse saw this was the only da vinci system at this location and informed the customer they could use a valley lab force triad. The customer stated they were going to go get the valley lab force triad and get it ready. The customer was continuing with the case. The site was completing the procedure with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse was able to replicate the reported issue. The isi fse replaced erbe to resolve the issue. The unit was returned for failure analysis, and the reported failure error c-00/c-34 was confirmed and reproduced. The unit was placed on an in-house system and ran in normal mode. The unit's bipolar port #1 was unable to cauterize. The complaint was confirmed based on failure analysis. .